Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the stylet was confirmed, but the exact mechanism of damage is unknown. The distal 17.75cm of a 3cg tps stylet was returned for investigation. Blood residue was observed at the transition between the stainless steel wire and the polyimide tubing. A kink was observed in the polyimide tubing 3.8cm from the distal tip of the stylet. The kink was located between the 7th and 8th magnets from the proximal end of the magnetic section. A microscopic examination revealed that 21 magnets were contained within the polyimide tubing, which meets specification. The distal tip of the stylet was intact. The proximal tip of the stylet segment revealed sharp edges, a flat and smooth cross section, and deformation to one side of the stainless steel wire, which is consistent with damage associated with shearing the wire with a sharp instrument. It was reported that the kink was noted when the stylet was removed from the PICC after placement. It is possible that the stylet and catheter were inadvertently kinked during insertion. Complications, if any, during the clinical procedure are unknown. It was also reported that the outer coating was broken, but a microscopic examination revealed no breaches in the polyimide tubing. The polyimide tubing did exhibit material deformation from being kinked. The following warning may not be applicable to this event, but the product IFU states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ the evidence found on the returned sample confirms that the stylet was used; however, the exact mechanism of damage is unknown.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj0747 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
On (B)(6) 04/06/2016, per sales representative, user facility reported that on (B)(6) 2016 the rn was placing a PICC in a patient. It was said that the insertion was smooth but when the stylet was removed the rn noticed a kink. Upon closer inspection the outer coating of the wire was reportedly broken. The tip was intact and there was no impact on the patient.